Event description:
It was reported that other devices, eeg, hearing screen devices and cardiac monitors allegedly interfere with an unspecified novum iq syr pumps. Reportedly this occurs with ¿critical low birth weight babies¿ in the neonatal intensive care unit. Additionally, it allegedly was ¿interrupting patient care and causing some safety issues with monitoring of other medical devices.¿ furthermore, per the instructions for use (IFU) the power adapter should only be connected to a socket with ground protection. The novum iq syringe pump should not be attached to electrical outlets and power strips that are connected to other electrical equipment. Doing so can result in a reduced level of safety. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.